Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized (B)(6) 2025 due to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with insulin injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Manufacturer narrative:
MDR retraction: the supplement MDR with manufacturing report number 8021545-2025-01785 was submitted on 15-jul-2025. MFR 8021545-2025-01785 was initially reported with case ID (B)(4). Subsequently, it was identified that this MFR should not be associated with (B)(4). Therefore, a new supplement has been submitted with case ID (B)(4) as supplemental report 02 - MDR (B)(4) - MFR 8021545-2025-01785, which should be considered the correct supplement for this MFR. Report being retracted: · supplemental report 01 - MDR (B)(4) - MFR 8021545-2025-01785 correct report to be considered: · supplemental report 02 - MDR (B)(4) - MFR 8021545-2025-01785. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number (8021545-2025-01785), was submitted on 15-july--2025. However, based on the investigation on 22 -jan -2026 and clinical review performed on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the unomedical products . Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011528 in question was manufactured at the osted site. Threshold analysis: a query was run on 02-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011528". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6011528 was manufactured according to 3902085 appendix 1 batchcard for production of packaging room on 15-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.